Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. Today in the outpatient infusion dept, IV tubing was primed and inserted into the channel. It was alarming "checking line." After troubleshooting, rn tried inserting into a different channel and alarm read. "Air in line." Able to manually drip fluid through tubing, but it would not function in any channel/pump/ this is the 7th occurrence at tca 6th floor infusion over the past week. 1 occurrence of this type at new london. Rn discarded tubing and obtained new tubing in which it worked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2420-0007 were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water, and a short infusion was performed. No air in line was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.